Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had an error e107 (lamp intensity error). The issue occurred during unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6, h4, d8, d9, and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection, and the customer's reportable malfunction phenomenon (1): light control not working, and abnormal endoscopic image brightness was confirmed and phenomenon (2): e107 was not confirmed. Based on the results of the investigation and the information provided, it was presumed that the phenomenon (1): light control not working, and abnormal endoscopic image brightness occurred due to a contact failure in the light-emitting diode unit. Additionally, phenomenon (2): e107 could not be identified. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.